Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The log showed the analysis prompted "shock advised, don't touch patient" three times followed by recorded shock events (120j, 150j, and 200j respectively) and "shock delivered prompts," each time. The impedance of each shock was in a valid range and there is no observed evidence that the device failed to deliver energy during each shock. Customer was contacted and stated they did not see any error prompts and that audio was functioning during the event and that it was lack of patient movement after hitting the shock button. It is important to note that patient movement is not a clinically adequate way to assess if energy had been delivered. Per log review and device testing it is observed the device delivered energy each time with no issues. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.